Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2026, while inserting an indwelling intravenous catheter for a patient, a nurse noticed that the sealed intravenous catheter had a leaking needle cannula. The nurse immediately stopped using it and replaced it with a new sealed intravenous catheter.